Event description:
On or about on (B)(6) 2021, patient underwent placement of an angiodynamics xcela product, log: 1448833. The device was implanted by (B)(6), md with (B)(6), md mph assisting., at (B)(6) university - heart and vascular - adult cath lab (cpru), (B)(6). To be used for treatment for chronic pancreatitis. On or about on (B)(6) 2024, patient presented herself to the (B)(6) with a chief complaint of malaise fatigue where she was diagnosed with mixta calida bacteremia.

Manufacturer narrative:
The manufacturer conducted a documentary review of risk analysis. Without returned product and reference/batch number, it is not possible additional documentary review and to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2021 patient underwent placement of an angiodynamics xcela port product, reference number h965451030, lot number 149404. The device was implanted by dr. (B)(6), md and dr. (B)(6), md, at (B)(6) hospitals and clinics in (B)(6) for vascular access (blood transfusions, IV fluid delivery). On or about (B)(6) 2023 (possibly (B)(6) 2024), patient was diagnosed with an infection. Port removal was recommended. On or about (B)(6) 2024 (possibly (B)(6) 2024), patient's port was removed by dr. (B)(6), (B)(6), md and dr. (B)(6), md at (B)(6) hospitals and clinics.